Event description:
The 2 subject devices were used during a hepatectomy. The ptfe pad of the devices was separated. The procedure was completed with a different device. There was no patient injury reported.

Manufacturer narrative:
The subject device was returned to olympus medical system corp. (Omsc) for evaluation. The evaluation confirmed that the ptfe pad was partially peeled from the jaw. There were contact marks on the surface of the probe and the jaw. The manufacturing record was reviewed with no irregularities. Considering the evaluation result of the subject device, omsc concluded that the reported event occurred since the user continued activating output from an extended time after the tissue already cut. This report is being submitted as a medical device report in an abundance of caution. Please cross-reference the following reports: 8010047-2014-01161.